Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the patient was in the hospital where she did not have any privileges in. The hcp stated that the attending physician suspected that the patient was withdrawing. The hcp stated that she did not believe this was the case but was looking for a physician that could do a dye study at that hospital. Technical services suggested that she speak to the local rep to see if they had any suggestions. Technical services provided national answering service (nas) contact information.